Event description:
It was reported that, due to loosening, surgeon removed the implant and put in the (B)(4).

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.